Event description:
It was reported that during a laparoscopic cholecysectomy procedure, the clip ejected inside the patient when the clip was fed into the jaws. The fallen clip was removed with a forceps. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? ---the information was not provided from the hospital. What vessel or structure was the device fired on at the time of the event? ---around cholecyst. Was the clip fully advanced into the jaws prior to firing? ---yes. Did the retrieval of the clips alter the procedure or the post-op care of the patient? ---no. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no. Did anything unexpected happen prior to this incident? ---no. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---the information was not provided from the hospital.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.